Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type lead. Fdm apples to the unknown lead, fdm applies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received re-reported that the patient needed two surgeries, and the patient stated that this was because "her spine was so messed up" so another physician had to take over. The patient stated one surgery was on her lumbar and the other was on her neck. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the ins could not be implanted because the vectris lead was unable to advance due to epidural fibrosis. It was reported that the patient needs paddle lead.

Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the healthcare provider tried to implant the ins in the lumbar region, but was unsuccessful. Another healthcare provider was able to implant the ins in the thoracic region. The caller stated that they hurt all the time and it was just their back. The again reported that they were in pain and the healthcare provider wasn't able to implant the ins in the first surgery. No further complications were reported or anticipated.